Event description:
It was reported that this implantable pacemaker device exhibited oversensing. The suspected cause is electromagnetic interference (emi). As of this time, this device remains in service. No adverse patient effects were reported.